Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) coil of the patient¿s rv lead was exhibiting an undefined impedance level. A fracture of the rv lead was confirmed. In addition, it was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced premature battery depletion. Both the rv lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Hybrid analysis confirmed that yhe device lost telemetry and function due to a severely depleted battery. The cause of the depletion was attributed to the extreme amount of charge time, magnet exposure, tel b usage, tel c usage and egm usage that was most likely the result of the confirmed rv lead fracture. And the device was returned with the leads still attached. The device was fully functional and operated under normal current drain when powered with an external supply. Since there was no evidence of a high current drain condition and no hybrid anomalies were observed; the device was found to have depleted normally. If information is provided in the future, a supplemental report will be issued.